Event description:
On (B)(4) 2012, the lay user/patient contacted lifescan (lfs) (B)(6) alleging his onetouch verio iq meter was reading inaccurately high. The complaint was classified based on the customer service representative's documentation. The patient claimed the alleged issue occurred around (B)(6) 2011. The patient tested his blood glucose with the subject device and reported results of '11.0, 12.0 and 13.0 mmol/l' with the subject meter which he felt were higher as compared to his normal results (<10.0 mmol/l). The patient manages his diabetes with an unspecified type/dose of insulin and denied taking any action regarding his usual diabetes management routine as a result of the alleged issue. He claimed that approximately 30-45 minutes after receiving the alleged high results he developed a 'headache' which he associates with low blood glucose. The patient reported that for the last few weeks after the alleged issue began, he has been administering less insulin when his results are greater than >9.0 mmol/l and has been eating/drinking less also. For a result higher than 9 or 10mmol/l, he would reduce the amount of insulin to match a result that would be to 2-3 mmol/l lower. The patient denied receiving any form of medical intervention. At the time of troubleshooting, the cca noted the patient tested with two different vials of test strips. The subject meter's unit of measure was correct. The subject test strips were in good condition, unexpired and stored correctly. A control solution test was not performed since the patient did not have any control solution. Replacement products were sent to the patient. This complaint was initially ruled out as a reportable event due to the following conclusion(s): there is no indication that the subject meter caused or contributed to an adverse event. The patient¿s symptoms did not correlate with lfs's definition suggestive of a serious injury, nor did he receive any form of medical intervention. In addition, there was no evidence that the product malfunctioned based on customer service troubleshooting. On 02/09/2012, lifescan completed device evaluation with the test strips involved with this complaint. Investigation revealed that the meter failed the control solution test: the result was above the expected range. This complaint is now being reported due to the failed device evaluation test. Lifescan requested the meter involved with this complaint; however, lifescan has not received it.

Manufacturer narrative:
Follow-up #1 ((B)(4) 2012)-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.